Manufacturer narrative:
The returned dilator was evaluated. The dimensions were found to meet specification. There some surface scratches, but nothing that would preclude the device from performing as intended. There was no failure found on this device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Corrections to all fields. Further review of this file found that there was not an allegation of malfunction associated with this device and it was reported in error.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two, reference 0002184052-2016-00226.

Event description:
The sales associate returned a dilator with a sleeve that busted. It is unknown if there is an issue with the dilator. There is no surgery or patient involved.